Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger . Product ID 37751 , serial# (B)(6), product type recharger . Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the desktop charger (B)(6) revealed that the pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the connector pin does not line up with the arrow on the recharger, and recharger was not powering on. At first, the patient stated the connector pin does not look bent, broken or loose but then said she straightened it out and it fit in the recharger but was loose. The patient mentioned it looked dusty. An email was sent to repair to replace the desktop charger (dtc). The patient called in asking for assistance. The patient received the new dtc but the old dtc connector pin was stuck in the recharger still. The patient was walked through taking connector pin out of recharger. Once connector pin was removed the connector pin fit into the recharger and recharger started working and charging like normal. Issue was resolved.